Event description:
It was reported that approximately twenty four hours post implant, the right atrial (ra) lead had exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.